Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt) declared a battery status of elective replacement indicator (eri). The device is a part of the shortened replacement window (4/05/2007) advisory. At this time, it is unknown when the device reached 2.65 volts and therefore, technical services (ts) recommended changing out the device within one month of the device declaring eri. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicates that the device has been explanted. As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.